Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation') and oophorectomy ('oophorectomy/oophorectomy-unilateral') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and fatigue ("fatigue") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy. (Full), salpingectomy (bilateral) and oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, oophorectomy and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, oophorectomy, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for : migration/ perforation, pelvic pain, dysmenorrhea (cramping). Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received. New event oophorectomy was added. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation/migrated essure device') and oophorectomy ('oophorectomy/oophorectomy-unilateral') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia. Previously administered products included for an unreported indication: iud nos. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and fatigue ("fatigue") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy. (Full), salpingectomy (bilateral) and oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, oophorectomy and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, oophorectomy, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for : migration/ perforation, pelvic pain, dysmenorrhea (cramping). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporter information, historical drug, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation') and oophorectomy ('oophorectomy/oophorectomy-unilateral') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and fatigue ("fatigue") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy. (Full), salpingectomy (bilateral) and oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, oophorectomy and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, oophorectomy, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for : migration/ perforation, pelvic pain, dysmenorrhea (cramping) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for : migration/ perforation, pelvic pain, dysmenorrhea (cramping). Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case becomes incident. Previously reported event injury is replaced with new events: migration/ perforation, pelvic pain, dysmenorrhea (cramping), fatigue, bleeding. Reporter information, patient date of birth added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.